Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was not connected at the time of the alarm as the home patient (hp) stated that she became disconnected while sleeping. It was unknown how the disconnection had occurred. The hp had reconnected prior to calling. The technical service representative (tsr) had the hp close all of the clamps and cycle the power to clear the alarm, which was followed by a system error 2367. The hp then ended therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify her peritoneal dialysis registered nurse regarding missed therapy. The supplies had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed, and it was unknown how the patient would complete therapy. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.